Event description:
It was reported a patient underwent a total knee arthoplasty on an unknown date in 2024 and barbed suture was used. The tip of the os-6 needle broke off during case. No patient harm reported. Additional information has bee requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Did any needle piece fall into the patient? Yes. Was the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? No, taken to make sure no fragments left in patient. What measures were taken to retrieve the broken piece? No extra measures. Was there any additional tissue damage as a result of searching for the needle piece? No. If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Name of initial surgery? Total knee arthoplasty. What tissue was being sutured when the event (needle breakage) occurred? Joint capsule/fascia. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. Rep was notified immediately after case after sharps had been disposed. No harm to patient, staff were not concerned, but wanted to make aware. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.